Manufacturer narrative:
This report is submitted on november 21, 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2022, due to report of issues maintaining connection with the processor coil. The implanted device remains.